Event description:
Event was reported to caldera medical by an attorney. The pt suffered chronic pain, recurrence of original problem, bleeding, infection, lower abdominal pain, bowel problems, urinary infections and emotional or psychological conditions and other injuries as they become apparent. No further info has been provided.